Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer reports symptoms related to their high blood glucose was stomach hurts eyes are blurred arms are cramped. Customer treated for high blood glucose with insulin pump . Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on troubleshoot customer allege pump is under delivering. Customer decline troubleshoot for high blood glucose. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.